Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a product surveillance registry regarding a patient receiving gablofen via an implanted pump. The indication for pump use was malignant pain (ovarian). On (B)(6) 2015, the patient presented to the ed (emergency department) and her incision (not specified which incision) was warm and red. The patient was diagnosed with sepsis. No other details were available to the clinical study site. No action taken by clinical study site. The clinical diagnosis was "incision site infection". The event outcome was noted as "unresolved with no further action planned". The event was noted to be related to the implant procedure and not related to the device or therapy. The actions/interventions taken were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.